Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was foreign matter in the fluid pathway before use with a bd safety-lok¿ infusion set . No medical interventions.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo of the affected product showed the reported defect. Retention samples were also evaluated and similar defects were found. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7110528. A manufacturing review indicated that preventative maintenance, calibration, and equipment is not directly involved with the packaging inspection and would not have influenced the reported defect. Conclusion: the evaluation of the returned photo and retention samples confirmed the reported defect and it has been determined that t\it is related to the packaging process. A CAPA has been implemented for the reported issue.